Manufacturer narrative:
(B)(6) contacted fluidigm about the discordant results. During fluidigm's review of the data, it was determined that the results are potential false positives, as the patient specimens were positive in the original run and verified to be inconclusive and/or negative in two subsequent retests. As part of the investigation process, a meeting was held between fluidigm's technical support and regulatory affairs teams with the (B)(6) on (B)(6) 2021. The results were reviewed, and it was confirmed that qc passed in the runs with no interpretation errors. During our discussions with (B)(6), the laboratory reported that sample processing and cleaning were being performed per the recommendations in the advanta dx sars-cov-2 rt-pcr assay instructions for use ( fldm-00161). It was further discussed that additional cleaning and/or decontamination of equipment and the laboratory environment may be required per the best practices section of the instructions for use to minimize the potential for cross-contamination. Note that the device in question could not be returned to fluidigm for further investigation because the IFU requires the device, which is biohazardous following use, be discarded according to local regulations. Root cause: user error - laboratory cross-contamination. Actions: fluidigm provided guidance to (B)(6) regarding the recommendations for cleaning and decontamination, as described in the advanta dx sars-cov-2 rt-pcr assay instructions for use (fldm-00161). Fluidigm also provided additional guidance on awareness of best practices to minimize contamination per the instructions for use. Following cleaning and additional awareness recommendations provided to (B)(6), additional laboratory cleaning and equipment cleaning was performed by the customer. Additional information: since authorization of the advanta dx sars-cov-2 rt-pcr assay, we have placed approximately (B)(4) kits on market in commercial distribution in the USA as of the date of this emdr submission (representing approximately (B)(4) tests). Of those (B)(4) tests, fluidigm has been made aware of only 3 potential false positive results. Result: as a result of the investigation into this complaint, and at the discretion of the laboratory director at (B)(6), all patient samples that test positive in an initial test are retested in duplicate across two separate runs to verify the positive result. Based upon the verification testing, we can conclude that no potential or actual false positive results have recurred at the site following performance of the actions identified above. With this information we have concluded our investigation and have closed the complaint.

Event description:
(B)(6) is a new customer running the advanta dx sars-cov-2 rt-pcr assay (pn 102-0355). (B)(6) completed on-site customer training at the end of (B)(6) 2021 and began reporting patient results. On (B)(6) 2021, (B)(6) reported three potentially false positive sars-cov-2 results to patients (patient ids (B)(6)) from a valid assay run (run ID (B)(6)) with passing controls. Following the patient reporting, (B)(6) received a call from a patient (patient ID (B)(6)), who was concerned about the positive result and claimed negative test results were obtained over the next several days using an antigen test and a pcr test. (B)(6) reported the issue to fluidigm and the complaint ((B)(4)) was opened on 14 june 2021.